Event description:
On initial contact, dentist reported device overheating and burned a patient. Attempted to contact dentist on 10/09/2009 and 10/14/2009 to obtain additional information, but not able to do so.